Manufacturer narrative:
H2: correction to section d6a. The implant date has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Rep reports that she saw the patient earlier today to re-program them and "couldn't get the back". Rep states she saw that the patient had "a lot of impedances on one lead." Caller reported there will be a lead replacement today because of historic impedance issues. Caller noted in patient records there were 2 attempts to program around by the clinic. Two different impedance checks showed 2 contacts with impedance issues and then 3 different contact with issues.  Caller indicated impedances were an issue at implant and they had to use suction/air in the ins but were able to get the leads to connect and impedances resolved. Upon appointments with the patient following implant, impedance issues appeared again and they "jumped" but were always on the same 0-7 lead. Upon troubleshooting in the or, the leads were swapped in the ins port and when the 0-7 lead was placed in the 8-15 port, all impedances were normal. Therefore, healthcare provider (hcp) elected to only replace the ins and use patient's existing leads. Upon connecting patient's lead to new ins, there were no impedance issues whatsoever. Caller has ins to return - emailed caller information about return and warranty. 2024-sep-25: additional information received from a manufacturer representative. It was reported that contacts 2 and 3 were listed as "avoid" with impedances of 11,940 ohms and 10,670 ohms respectively. A session report showed that electrode 7 was listed as "do not use" and impedances were greater than 40,000 ohms. The 0-7 port was faulty; they could not properly "seed in lead." The ins was replaced. There was no patient injury, and the issue was resolved without sequela.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: notify date was updated to the correct date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97716 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.